Manufacturer narrative:
Concomitant products: d224trk ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high impedance in the high voltage coils. The rv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.